Event description:
Dealer alleged that the 4 way valve is not shifting. Per independent repair center statement, the unit is alarming or has red light, the poppet valve is not shifting and the ty wraps are leaking.